Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 implantable pacing lead implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported by the patient¿s family member that the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately eight months post implant of the implantable pulse generator (ipg) system. The cause of death has been requested and not received.